Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: patients medical records are unknown and no imaging is provided. Therefore, it is not possible to comment on the significant physical personal injuries directly and proximately caused by the ivc filter, which patient allegedly suffered approx. 3 months after placement of a celect filter, because the filter became "imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable." Also, it is not possible to comment on the medical expenses, which patient allegedly has incurred and will incur in the future, the pain and suffering and loss of enjoyment of life, the patient has endured and will endure, as well as the patient otherwise being damaged in a personal and pecuniary nature. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that [pt] received a cook celect filter on (B)(6) 2015. In or around (B)(6) 2015, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that [pt] received a cook celect filter on (B)(6) 2015 in (B)(6). In or around (B)(6) 2015, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) perforation, unable to retrieve, anxiety, depression and attention deficit hyperactivity disorder (adhd). The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression and adhd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged unable to retrieve does not change the previous investigation results. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient further alleges tilt, vena cava perforation and device unable to be retrieved, anxiety, depression and adhd (attention deficit hyperactivity disorder). Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted to the right with its cone penetrating through the wall of the ivc into the perivaval fat. This may render the filter non removable.¿

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, diff. To retrieve (emb'd)'. Cook will reopen its investigation after further information concerning alleged patient sufferings is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Corrected: adverse event or product problem, type of reportable event. Additional information: event, relevant tests/laboratory data, other relevant history, lot#, device manufacture date. Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code: vessel or plaque, device embedded in (1204)-listed in the IFU. MFR site: name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 16may2018 as follows: pt allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to malpositioned gunther tulip filter. Pt alleges embedded. A gunther tulip was implanted and explanted on (B)(6) 2015 due to malposition (3002808486-2018-00695).